Event description:
Customer reported rotation very close to the minimum required and heating of the cable with less than 3 minutes of equipment¿s use, even wearing glove it is impossible to hold the handpiece. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). During pre-repair assessment performed by a technician, no failure was found. Maintenance was performed and the device was returned to the customer unrepaired on (B)(4) 2012. Placeholder.